Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer was scheduled for open heart surgery, but her hospitalization for diabetes ketoacidosis had occurred before then. It was stated that the customer attempted to bolus several times before the event, but her blood glucose did not drop. It was also stated that the alarm history revealed a no delivery alarm. It was mentioned that the customer had a heart attack during this time as well, and had to have a stent put in during her open heart surgery. A replacement of the insulin pump was requested. No further info was provided.